Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges the patient underwent revision surgery on (B)(6) 2017, however, no details have been provided regarding the nature of the surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2017: the patient had unspecified injuries related to a defect in the ventralex, and underwent revision surgery. The patient had an unspecified bard/davol ventralight st device implanted. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿